Event description:
It was reported that a spectrum pump would not recognize a set at load point 2 during therapy. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would not recognize a set at load point 2, was confirmed through observation at power up but was unable to be reproduced. The clean load point 2 alarm was caused by a failed upstream sensor. The upstream sensor and pusher were replaced.